Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record and historical complaints found no deviations that could have caused or contributed to the reported phenomena. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomena of "c-cover [plastic distal end cover] came off" and "missing of a-rubber [bending section cover]" (events 1 and 2) were presumed to have been due to applied physical stress to the device. The suggested phenomenon of "no image" was presumed to have been due to the insertion section of the device being squashed. From this, the charged coupled device may have then been disconnected due to pressure. Events 1 and 2 can be detected in accordance with the following instructions for use (IFU): the user can detect the events 1, 2 in accordance with the following IFU. Operation manual_ preparation and inspection_ inspection of the endoscope inspect the external surface of the entire insertion section, including the bending section and the distal end for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects. Events 1 and 2 can be prevented in accordance with the following instructions for use (IFU): operation manual_ important information ¿ please read before use_ precautions warning:do not strike, hit, or drop the distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope. Also, do not bend, pull, or twist the distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the evis exera iii bronchovideoscope exhibited communication error. The issue occurred during preparation for use of an unspecified procedure. There were no reports of patient harm.